Event description:
A distributor reported that a pump battery was not charging. There was no reported impact on the customer's blood glucose level. The issue is pending further investigation as the pump's return is awaited for inspection.